Event description:
It was reported dissection occurred. In (B)(6) 2026, the target lesion was located in the right coronary artery (rca) vessel with 4.0 mm reference vessel diameter and 43 mm length. The lesion had none/mild degree of calcification of 80% stenosis with timi flow of 3. The lesion rca was pre-treated with a 4.0 mm x 15 mm wolverine cutting balloon. Post pre-treatment procedure, a dissection greater than nhlbi type c was noted. The lesion was finally treated with an additional stent resulting in 0% of final residual stenosis and timi flow of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.